Event description:
Reportedly, the subject home monitor did not pair with the ICD with serial number (B)(4). The home monitor never connected to the servers, it didn't display the network error and the pit button remained red. The subject device stayed in a frozen orange status led.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject home monitor did not pair with the ICD with serial number (B)(6).the home monitor never connected to the servers, it didn't display the network error and the pit button remained red. The subject device stayed in a frozen orange status led.